Manufacturer narrative:
Initial and final MDR 2073362- MDR 3003442380-2024-34385- device 6 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states: it was reported that the patient faced ten infusion sets cannula kinked events between 27-oct-2024 and 14-nov-2024. Events were occurred within 3 or more hours of insertion. The insertion site was at abdomen. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.